Event description:
Clinical study it was reported that 164 days after a coronary artery drug eluting stenting treatment procedure the pt underwent a target reintervention (tvr). The index procedure treated one target lesion. Target lesion 1 was a 2.75 cm vessel diameter, 80% stenosed region of the distal circumflex artery (cx). The lesion was 10.0 mm in length and was mildly tortuous. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.75x16 mm drug eluting stent without complication. The taxus stent was post dilated after deployment with a residual stenosis of 0%. The pt was discharged from the hosp 1 day post index procedure receiving asa and plavix. The site reported that the pt underwent a tvr of the distal cx 164 days post index procedure. The physician treated the target vessel by placing one unk drug eluting stent in the vessel. Two other lesions were also treated during this procedure. The physician placed one unk stent in the proximal cx, and one unk stent in the mid left anterior descending artery. In the opinion of the physician there is a unk relationship to the taxus stent. The pt was discharged from the hosp 1 day post tvr in satisfactory/good condition.

Event description:
It was further reported that target lesion 1 per case report form ws in the distal cx, and 1st om per source documents. The pt presented 162 days post index procedure with complaints of frequent episodes of chest pain and an abnomal perfusion scan. The chest pain began. The pt also complained of severe episode of chest pain a couple weeks ago similar to his previous anginal pain and associated with some diaphoresis. Myocardial perfusin scan (date unk) revealed inferior and inferolateral reversible ischemia. ECG on admission showed sinus rhythm with no acute changes from previous tracings. Cardiac catheterization 162 days post index procedure revealed that the lmca was free of significant disease. The lad had mild plaquing with no significant stenosis. The lcs had tapered stenosis just proximal to the stent,a nd 70-80% in-stent restenosis at the distal margin of the stent (per cath report, it appeared the stent was underdeployed). The rca had mild plaquing. 164 days post index procedure, a 2.5 x 24mm taxus express2 stent was deployed in the distal lcx. Post stent delitation, there was an edge dissection in the proximal lcx and a 2.5 x 12mm taxus express2 stent was deployed. Residual stenosis was 0%. Following angioplasty and stent implantation of the lcx, a focal eccentric region of 75% narrowing in the mid lad was identified and a 2.75 x 16mm taxus express2 stent was deployed. Residual stenosis was 0%. The tvr to the mild lad has since been withdrawn by the site.